Manufacturer narrative:
D6b date of explant - at the time of the report, an explant was planned but had not occurred yet.

Event description:
A total hip arthroplasty was performed on (B)(6) 2023 and an exam performed one week later showed no abnormality. After the patient complained of pain, a CT on (B)(6) 2023 revealed a bone fracture. A revision was planned to replace the hip stem but had not taken place at the time of this report and no further information has been provided by the hospital. This report is being submitted because a proposed intervention was mentioned.